Event description:
A customer observed multiple repeatable positively biased trop I results for samples from a patient on multiple eci analyzers. The results were reported, and the patient underwent a cardiac catheterization. There was no report of patient harm as a result of this event. An identical MDR will be submitted for the other device affected. This report corresponds to MFR.

Manufacturer narrative:
Investigation into this event found that results from an alternate method were negative. No sample remains for further testing. The root cause of the event is unknown.